Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing/condition issue. The reporter stated that there was a crack near the battery compartment. The reporter denied damage to the battery cap and denied moisture or corrosion to the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 05/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2014 with the following findings: the battery compartment threads were observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.